Manufacturer narrative:
The provided log files did not include the time of event. Therefore a more detailed analysis of the log files was not possible. According to the analysis of the provided information and video the customer was advised to replace the camera and the pc. But the customer refused to replace the parts, therefore no parts were returned to examine. April 19, 2016 the concerned machine was intensely tested during regular system maintenance. No failures or malfunctions could be determined during these tests. No systematic issue could be determined and the issue has not reoccurred due to provided maintenance results. This report was submitted august 25, 2016.

Manufacturer narrative:
Further information exchanged parts were requested for further investigation. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted february 17, 2016. (B)(6).

Event description:
It was reported that a physician had to abort a medical procedure due to fluoro processing being incorrect. As a result of incorrect fluoro processing, images were garbled and not acceptable for clinical use. The female patient did not suffer any injuries or complications however the procedure had to be rescheduled. The reported event occurred in (B)(6).